Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the adapter noted that the lock out slider block was damaged, and the non-welded tip housing was damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Damage to the lockout slider block is consistent with a user attempting to fire a single use loading unit(sulu) when one is not fully attached. When the block becomes jammed it can prevent the lockout cam block and sulu load link from returning to its resting state. The sulu load link connects to the "unload" button, in turn causing that to become stuck in place. Damage to unload button can be replicated through rough handling. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bariatric procedure. Before initiating the firing sequence, the powered handle and adapter began to make voluntary movements without commands being applied by the surgeon. Started articulation and rotation movements. The stapler was able to fire. In order to resolve the issue and complete the case, the powered stapling system was restarted and then was able to work. There was no patient harm. The patient status is alive, no injury. The device sterilization method is autoclave.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.